Event description:
Related manufacturer reference number: 2017865-2022-44348; related manufacturer reference number: 2017865-2022-44350; related manufacturer reference number: 2017865-2022-44351. It was reported that the patient presented with an infection. The entire system was explanted. There were no patient consequences.